Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00 x 20 synergy¿ drug-eluting stent was selected for use to treat the lesion. However, during preparation, it was noted that the distal edge of the stent struts was slightly damaged upon removing from the sleeve. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.